Event description:
It was reported that the field representative called technical services (ts) and reported being unable to interrogate this implantable cardioverter defibrillator (ICD) device with a programmer. It was noted that the device was not implanted in a patient but was in a sterile box in storage mode. The field representative reported having made multiple troubleshooting efforts with different programmers, but all attempts to interrogate the device were unsuccessful. No patient involvement was reported. The ICD is expected to be returned to facility for analysis.